Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 31-oct-2018. Review of the black box and pump history verified the pump was delivering the programmed basal rate until the pump was placed into suspend mode by the user on (B)(6)-2018 at 00:09 am. The pump suspend was confirmed by the user on (B)(6)-2018 at 1:09 am, 04:54 am and 5:54 am. The black box data verified deliveries were resumed on (B)(6)-2018. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 12 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged inaccurate delivery complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that the pump was not delivering insulin accurately. The patient¿s caregiver reported the patient¿s blood glucose (bg) was at 29 mg/dl and was found unconscious on (B)(6) 2018. Patient was hospitalized. Reported symptoms were difficulty speaking, unsteadiness when standing and walking, severe dizziness, confusion, and cognitive impairment. Patient discontinued pump therapy at that time. Patient received IV glucose and IV fluids for treatment. Pump was not available at the time of the call to complete troubleshooting with customer technical support. Patient was reported to be still recovering from this event. This complaint is being reported based on the allegation against the delivery function of the pump.